Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum" alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
This complaint has been cited as a duplicate of another. Please note that all relevant information for this complaint has been captured and submitted under mfg report number 2249723-2018-00666.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum" alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported. This complaint has been cited as a duplicate of another. Please note that all relevant information for this complaint has been captured and submitted under mfg report number (B)(4).